Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with 100% stenosis. The 3.5 x 23 mm xience sierra stent was implanted but was noted to be fractured after post-dilatation with a 4.0 x12 mm nc balloon. A dissection was also noted. Another xience sierra stent was implanted to cover the fractured stent and dissection. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulties and patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported stent break. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.